Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient needed to have diagnostic cardiac magnetic resonance imaging (MRI). MRI was 3t and they put specific absorption rate (sar) at 0 for all MRI exam where cardiac device is involved. When they did the imaging, major artifact appeared and it was impossible to do any diagnostic with the imaging. The device remains in use. No patient complications have been reported as a result of this event.